Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's spouse reported via phone call that the customer was hospitalized for a high blood glucose of 685 mg/dl and diabetic ketoacidosis. The patient experienced nausea, vomiting, and confusion. The patient treated via insulin pump bolus. The drive support cap appeared normal. However, there was a chunk of casing missing at the reservoir area. The device had been damaged for more than two months. Troubleshooting did not occur at this time. No products were returned or replaced.